Event description:
It was reported that the patient's right atrial (ra) lead had no capture and was undersensinig. During a procedure to work on a pocket that had eroded, the lead was abandoned and capped. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.